Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the customer complaint. The probe tip was broken off and missing. There was no damage to the rest of the device. Based on similar reports, a potential cause for probe tip breakage is operator¿s technique. The device instruction manual contains several warning statements to prevent damage to the probe tip: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during a total hysterectomy bso procedure, the tip of the probe broke off into the patient while the physician was performing a cut and seal activity. The breakage was preceded by an open circuit error message. The tip was retrieved using a grasper. There was no report of patient injury. The procedure was completed with another similar device.